Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernia repair procedure. For three of the balloon trocars, the balloon made a strange noise and did not inflate. In order to resolve the issue and complete the case, the totally extraperitoneal (tep) procedure was converted to a transabdominal preperitoneal (tapp) procedure. When converting to the tapp approach, noticed a component in the tep space that had been created. The component was removed with a grasper and determined to be part of the balloon trocar. The sheath had disengaged from a fourth balloon. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient injury.